Event description:
It was reported that the 9900 system had no image and poor image quality with lines in the image. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The interconnect cable and the snubber board fuse were replaced during the service call. The system was tested and found to be working as intended, and put back into service.